Manufacturer narrative:
Based on the information provided the reported incident can be attributed to use-error. The sureform 45 stapler instrument and blue sureform 45 reload involved with the reported event have been discarded and hence failure analysis cannot be conducted. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst engineer (fae) conducted a stapler log review and found the following: the logs show sureform 45 stapler instrument (part #480445-04, lot #t90220314-0037) was installed twice and fired two reloads (both blue). The first firing was completed per the logs with no pauses for compression. The logs show a firing drivetrain failure at 68% completion for the second firing. No unclamp event is logged, which would align with the reported complaint of the stapler being pulled out mid-fire. The logs show error 22030 indicating a firing drivetrain failure with this instrument and error 41088 indicating a force expire failure. Per the fae, this error 41088 possibly supports the reported complaint, as a drivetrain failure would typically cause the system to force expire the instrument, but the 41088 error indicates a problem while trying to force expire the instrument, which could be due to the instrument being pulled off. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hiatal hernia - paraesophageal procedure, the sureform 45 instrument was inadvertently removed by the first assist during the firing sequence. The first assist inadvertently removed the firing stapler instrument instead of a different instrument. As a result, the esophagus was damaged. The surgeon repaired the esophageal injury.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal procedure, the sureform 45 stapler instrument was removed by the first assist during the firing sequence. The first assist removed the firing stapler instead of a different instrument. As a result, the esophagus was damaged. The surgeon repaired the esophageal injury. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: during the surgical procedure, the surgeon stated he was firing on the second stapler fire on the esophagus with the sureform 45 stapler instrument installed with a blue sureform 45 reload. At that time, the first assist was reportedly not paying attention and removed the stapler instrument during mid-retraction while finishing the stapling sequence. The stapler instrument jaws were locked. The surgical staff used the manual release key to open the jaws, and the issue persisted. The robot was locked, and they could not open the jaws. As a result, the surgeon had to scrub in and go laparoscopically to pull and manipulate the stapler instrument out. This resulted in a traction injury to the esophagus 3-4 cms on the proximal end of the esophagus. The surgeon stated he did not observe any holes in the esophagus. Once the surgeon removed the stapler instrument, he switched back to a robotic procedure. The surgeon then repaired the esophageal defect with sutures. The surgeon then patched up the fundus of the stomach as well. This repair extended the procedure by 2 hours or so. As a result of this injury, the patient underwent the following additional intervention: a feeding tube, a drain, an upper gi to ensure she was fine, and an additional day of hospitalization. The patient was discharged and is reported to be recovering well. The surgeon confirmed that there were no images or video recordings of the procedure. The stapler instrument and reload were discarded and would not be returned to isi for evaluation. The surgeon confirmed there was no observed malfunction of an isi product as the stapler instrument was reportedly working fine with no issues, and the incident was because of his first assist¿s error. The surgeon talked to the first assist about the event and indicated that he hopes this mistake would never happen. However, the surgeon mentioned that if there was a way for the instrument not to be able to be disengaged and removed during a firing sequence, this would be an excellent feature.